Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the displacement, basic occlusion, occlusion and no delivery tests. It was also received with scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the customer experienced nausea and has had high blood glucose. Blood glucose value was 325 mg/dl. It was stated that the blood glucose level would not decrease after set change. Troubleshooting was performed and it was mentioned that the set/reservoir/insulin pump was exposed to extreme temperatures. The mother stated she did not agree that the insulin pump was working as designed and requested it to be replaced. The device was returned for analysis.